Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged fungal infection. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging fungal infection related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and unknown white deposits in filter inlet and in air exit of device,unknown brown debris consistent with keratin found in filter inlet,unknown debris consistent with dust found in the bottom of the inside of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer could not confirm the customer complaint and they could not confirm the presence of degraded sound abatement foam,there is no visible damage or functionality failures of the device which still suggests that the source of contamination was external to the device.